Event description:
A report was received that the patient was experiencing soreness at the pocket site after charging the ipg. The physician prescribed the patient a cream to apply but it had not resolved the symptom completely.

Manufacturer narrative:
Additional information was received that the patient's soreness at the pocket site was resolved when the patient was advised to move the charger away from her skin.

Event description:
A report was received that the patient was experiencing soreness at the pocket site after charging the ipg. The physician prescribed the patient a cream to apply but it had not resolved the symptom completely.